Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. This caused the loose pitch cable at the distal end. The loose cable causes imprecise motion of the instrument. The complaint was confirmed by failure analysis. A review of the submitted video was performed by the isi clinical development engineer (cde) team. The following additional information was provided: "in the video, there are multiple attempts to position the force bipolar so that it can retract tissue. However, it appears the user is challenged to position the wrist and jaws in the desired position. Eventually, the force bipolar grasps tissue near the center of the screen and retracts it. Throughout the repositioning, the arm pod 4 displays the message "relax hold on hand control", indicating that the mtms have reached their range of motion limit. The root cause of this reported issue could not be determined from the video alone. However, difficulties with motion can be related to a number of factors, including: operating the instrument wrist close to the tip of the cannula, intraoperative collisions between instrument shafts that are off screen, and reaching the rom limits for the mtms. Cde identified sudden movements of the force bipolar instrument when grasping the tissue; however, no conclusive determination can be obtained based on this review." Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar (fb) instrument moved in an unintended way. The customer used a backup fb instrument to continue with the procedure. The procedure was completed as planned with no reported injury. The surgeon stated that the same issue occurred in two cases. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury.